Event description:
It was reported that a caregiver stated the patient applied a new freestyle libre 3 plus sensor and received an alarm indicating the sensor needed to be rescanned about 30 minutes after insertion; subsequent scans through the app reported that the sensor had already been scanned and to wait for readings, and the caregiver proceeded to complete the warmup period after being advised to restart the phone and rescan. Symptoms included no changes in blood glucose and no adverse physiological effects. Outcomes included no alerts requiring medical intervention, no hospitalization, and the issue resolved with education and troubleshooting. Investigation included customer service review and user-guided troubleshooting focused on pairing and app scanning behavior. Investigation of this case revealed that the event was consistent with a pairing or warmup workflow interruption without device damage, and device performance was restored after standard app and phone restart steps. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related factors during sensor warmup and pairing.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.